Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at components on the c/a board, causing the resets. Additionally, contamination was found throughout the charger. The root cause for the component failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.